Manufacturer narrative:
The company representative evaluated the system and observed the reported problem. Corrections included replacement of the system hard drive. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while patients were being monitored, the panorama telemetry system shut down and displayed an error message. No patient injury was reported.